Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece device was blocked, jammed, and moving heavily. It was noted that the forward trigger was blocked and was creating heat and noise. It was further determined that the device failed pretest for check of free moving, check proper function of the triggers. It was noted in the service order that during a demonstration it was observed that the forward and reverse were not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.